Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. No additional patient information was available. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.